Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Two portions of suture sample were visually inspected and it appeared that the suture had broken as a result of damage to the strand and it was not known how or where this damage had occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a canine underwent a spay procedure on an unknown date and suture was used to closed the midline. On (B)(6) 2014 the dog developed post op suture breakage. It was noted that the suture was broken half way along the suture line.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.